Event description:
It was intended to use a 2.75 x 24 mm endeavor resolute rx drug eluting stent to treat a lesion exhibiting 85% stenosis in the lcx. The device was inspected prior to use with no issues noted. The lesion was first pre-dilated once at 8 atm, 65 % stenosis remained following pre-dilation. It was reported that the endeavor resolute device could not cross the lesion. After removal of the device from the patient, it was noted that the stent was deformed. No clinical patient sequelae were reported. Evaluation summary the stent was positioned between the marker bands as per specifications. The 6th proximal stent segment was raised and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusion: (stent deformation). (Procedural related). Deformation problem. (B)(4).